Event description:
It was reported that the pt's entire vns device was explanted on (B) (6) 2010 due to an infection. The location of the infection is unk at this time. Review of manufacturing records reveals that both the lead and generator were sterile prior to distribution. Attempts for further info and product return have been successful to date.

Manufacturer narrative:
Method - device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.